Manufacturer narrative:
Visual analysis of the returned capio device revealed the carrier was exposed (not full retracted) and had a "stretched out" deformation. Mechanical tests revealed the carrier would not fully retract into the device. The deformation of the carrier is not allowing the carrier head to fully retract. The probable root cause for this event was determined to be operational context. (B)(4).

Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report # 3005099803-2009-03677 for a description of the first device. It was reported to boston scientific corporation that during a sacrospinous fixation procedure using a capio open access suture capturing device, the carrier failed to align with the capio cage, thus the cage would not capture and release the suture. The procedure was completed with another capio open access suture capturing device, with no complications to the pt, who is reportedly "stable" post-procedure.